Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, while ligating the vessel, the surgeon was still able to squeeze the handle and the jaws were still able to close but there were issues experienced with the loading/firing of the clips. The pistol grip was failing. Some clips able to be loaded and fired properly. They grabbed another clip applier to complete the case. There was no patient injury.